Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53, with 510k/PMA/bla number p110029.

Event description:
The customer reported falsely depressed alinity I hbsag results for a 56 year old male dialysis patient. The following data was provided: initial result = 0.03 iu/ml (negative), repeats = 0.02 iu/ml and 0.03 iu/ml (negative), roche = 1.20 coi (positive), diasorin (at another hospital) = 0.13 iu/ml (positive) additional laboratory data was provided: anti-hbs, anti-hbe, anti-hbc were positive and hbeag was negative. The patient was diagnosed as a hepatitis b carrier 10 years ago. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I hbsag reagent, lot 75091fz01. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint issue. Clinical sensitivity testing was performed using an in-house retained kit of lot 75091fz01. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified with the alinity I hbsag reagent, lot 75091fz01.

Event description:
The customer reported falsely depressed alinity I hbsag results for a 56 year old male dialysis patient. The following data was provided: initial result = 0.03 iu/ml (negative), repeats = 0.02 iu/ml and 0.03 iu/ml (negative), roche = 1.20 coi (positive), diasorin (at another hospital) = 0.13 iu/ml (positive) additional laboratory data was provided: anti-hbs, anti-hbe, anti-hbc were positive and hbeag was negative. The patient was diagnosed as a hepatitis b carrier 10 years ago. No impact to patient management was reported.